Manufacturer narrative:
The previous calibration and qc tests had acceptable results. It was noted that the qc result was not in acceptable range the following day. The field service engineer determined that the pinch tubing needed to be replaced; the pinch tubing was replaced which resolved the issue.

Event description:
The initial reporter received questionable ise indirect na, k, ci for gen.2 results from the cobas 8000 cobas ise module analyzer. The initial results were sodium: 175 mmol/l with a data flag and chloride: 110 mmol/l. The repeat results were sodium: 142 mmol/l and chloride: 98 mmol/l. The potassium results were not provided. The questionable results were not reported outside the laboratory. The electrode lot numbers and expiration dates were asked for but not provided.